Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get registration information. The caller reported that the patient had the system explanted. The caller read a note indicating that the patient followed up with their doctor on (B)(6) 2010 following the explant of an infected ins. The caller reviewed x-rays from 2026 and they did not see any implanted scs components. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed information from registration.